Event description:
Same case as MFR report #: 2134265-2012-05792. It was reported that during a stenting treatment procedure, balloon slippage occurred. Using the right femoral approach, the procedure treated the 98% stenosed, concentric 3.25x2.0mm target lesion located in the left anterior descending artery. There was no vessel calcification or tortuousity. Pre-dilation was performed using a 2.5x9.0mm maverick balloon reducing stenosis to 70%. Next a 3.0x16mm promus element plus stent was advanced and deployed. The physician then tried to post dilate with a 3.25x12mm nc quantum apex balloon, and inflated 3 times but the balloon "kept slipping at around 8 atms proximal to distal. Then the physician took a "3.25x8.0 nc quantum apex balloon up to 17 atms, and it slipped around 8 atms and started slipping from proximal to distal". The physician then put in a longer balloon with no adverse effect. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
. Device evaluated by manufacturer: the nc quantum apex catheter was received in a nc quantum apex shelf box. Magnified inspection revealed no damage or irregularities. The reported difficulty positioning could not be confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-05792. It was reported that during a stenting treatment procedure, balloon slippage occurred. Using the right femoral approach, the procedure treated the 98% stenosed, concentric 3.25x2.0mm target lesion located in the left anterior descending artery. There was no vessel calcification or tortuousity. Pre-dilation was performed using a 2.5x9.0mm maverick balloon reducing stenosis to 70%. Next a 3.0x16mm promus element plus stent was advanced and deployed. The physician then tried to post dilate with a 3.25x12mm nc quantum apex balloon, and inflated 3 times but the balloon "kept slipping at around 8 atms proximal to distal. Then the physician took a "3.25x8.0 nc quantum apex balloon up to 17 atms, and it slipped around 8 atms and started slipping from proximal to distal." The physician then put in a longer balloon with no adverse effect. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4).